Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was not as effective as it used to be and it could no longer hold a charge. The patient underwent an ipg replacement procedure and was reportedly doing well post operatively.

Manufacturer narrative:
Model number/catalog number: sc-8216-70; serial number: (B)(4); batch/lot number: 14887226; model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients ipg was not as effective as it used to be and it could no longer hold a charge. The patient underwent an ipg replacement procedure and was reportedly doing well post operatively.